Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The 19 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 22 to 25-apr-2016. The criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sensing integrity counter (sic). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 488 ohms through (B)(6) 2016, jumps to 912 ohms on (B)(6) 2016.oversensing due to non-physiologic signals/sic (sensing integrity counter). The 144 ventricular sensing integrity counter (sic) since (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had a sudden spike in impedance, noise, high sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead was reprogrammed and later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.